Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt underwent a pump exchange due to suspected thrombus. A few weeks prior, the pt was admitted into the hospital for increased lactate dehydrogenase (ldh) and hematuria. The pt's inr on admission was 2.1. The pt was on acetylsalicylic acid (asa), coumadin and persantine. The pt remains ongoing.

Manufacturer narrative:
The device was returned to the MFR and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.